Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1(initial reporter name).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had autofill anf fiber optic issue. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4,e1(event site telephone),e3,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the autofill problem could not be reproduced, no fault was found with the pump. It could not be determined if the balloon used with the pump failed, nor if it was a getinge balloon, as the part was not provided for evaluation. The fse stated that the failure was most likely a balloon issue. The fse stated that the fiber optic issue was disregarded after being addressed by the customer. The unit passed all functional and safety checks to factory specification